Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided. Review identified the following: patient had a right tha. Subsequently developed metal related pathology and had a revision. During the revision scar tissue of the trochanteric bursa was identified and large volume of dark fluid with debris. Necrotic tissue around the perimeter of hip joint and capsule and a hematoma was removed. Cup was well fixed and in a good position. Osteolysis posterior and superior of cup circumference. Large cavitary lysis identified of the greater trochanter area with destruction of posterior cortex and undermining lateral cortex. Bone graft for cavitary area. Stem is well fixed. Scrubbed trunnion due to black oxidation. Metal head was explanted and oxidation was noted on the interior. New head/liner and sleeve placed. No other complications were noted. A definitive root cause cannot be determined. Based on the medical records provided, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4: it was reported that no further information is available, therefore, product identifiers are unavailable. . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right tha placed on an unknown date. Subsequently, the patient developed metal related pathology, and a revision of the metal head was performed. During the revision surgeon noted, dark fluid expelled joint space that contained debris. Debrided necrotic tissue and old hematoma. Osteolysis of cup and trochanter area. Bone graft placed to cavitary area of the femur. Black oxidation found on trunnion and inner aspect of explanted head. New active articulation head/bearing/sleeve construct was placed and cup and stem retained as they were well fixed.